Manufacturer narrative:
Date rec¿d by MFR : 08jul2019, date of report : 24jul2019. Repair information was confirmed. The field service engineer (fse) performed troubleshooting. The fse performed a visual inspection and touch screen calibration. The fse replaced the touch screen to address the reported issue. After this repair, the unit was fully tested and determined to be ready for patient use. There is a relationship of the device to the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. Failure investigation was completed. The touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the returned touch screen assembly. Further investigation revealed that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a faulty touch screen. The device was not in clinical use at the time the issue was discovered.